Manufacturer narrative:
(B)(4). Date sent: 02/21/2020 additional information was requested, and the following was obtained: how many counter-clockwise revolutions were used to open the device? 1 half turn how was it confirmed that the anvil was free from the tissue prior to removing? The anvil was not free from the tissue after firing was the adjusting knob turned ½ to ¾ revolutions? 1/2 was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes, but the device had tissue. Was a complete washer transection confirmed? Unk. How was the issue resolved? What was done to complete the procedure? Divergent traction with the device on the rectum intra abdominally were there any patient consequences? No.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Was a complete washer transection confirmed? How was the issue resolved? What was done to complete the procedure? Were there any patient consequences? If yes, please describe.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a colorectal anastomosis, the device got jammed when the surgeon tried to open it in order to retrieve it from the patient. The surgeon had to dissect around the device to decrease the tension applied on the tissue around the anastomosis. After retrieval of the device, when checking the donuts, it was observed that the donut in the rectal location stayed stapled to the white plastic part of the device. The anastomosis was checked by the surgeon regarding its sealing but the toughness of the anastomosis is suspect.